Event description:
It was reported that there were stimulation/therapy issues and there was stimulation in the wrong location. Actions were not yet taken but were planned. The manufacturer representative (rep) was meeting the patient on (B)(6), troubleshooting or testing would be performed in the future. The patient fell on ice and then had stimulation in their stomach. Patient status was alive, no injury. There were no patient symptoms or complications associated with the event. There was a winter storm warning and snow so the clinic was closed the day of the report; they would reschedule. It was later reported that the rep tried to reprogram the patient the day of the report but they could only get stimulation in their legs as opposed to their back. The patient would be revised on (B)(6), information regarding cause of event, revision, and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The company representative confirmed that the leads were repositioned back to initial levels. No other actions were needed. The patient was getting good coverage and doing well.